Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). MFR name: st jude medical (B)(4); failure (event) observed during analysis. External insulation abrasion was found at 32.8cm to 33.5cm and 35.5cm to 35.6cm from the distal tip. The re conductor etfe coating was intact at the same location.